Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported fails general system test during op check. There was no reported patient involvement.

Manufacturer narrative:
.